Manufacturer narrative:
Currently, it is unknown to what extent the bard ventralight st device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent surgery to remove the failed mesh and repair a recurrent hernia. It is alleged that the doctor noted that small bowel was adhered to the previously placed mesh in multiple places, which was "causing a blockage." No medical records have been provided; however, recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent laparoscopic repair of a ventral abdominal hernia. A bard/davol ventralight st bard mesh, reference number (B)(4), lot number huza0118, was implanted in the patient during this repair. On (B)(6) 2016: the patient was admitted to the hospital for nausea, vomiting, abdominal pain, and suspected small bowel obstruction. As reported, the physician ultimately determined that surgical intervention was necessary. On (B)(6) 2016: the patient underwent surgery to remove the failed mesh and repair a recurrent hernia. As reported, during the procedure, the surgeon noted that the small bowel was adhered to the previously placed mesh in multiple places, which was "causing a blockage" and that the operation "turned out to be extensive because of the extent of mobilization the surgeon had to perform in order to relieve all the loops of the small bowels from the mesh." As reported, the attorney alleges damages for "past, present and future damages, including but not limited to, pain and suffering for severe and permanent personal injuries he sustained, permanent impairment, mental pain and suffering due to the alleged defective ventralight st bard mesh.